Manufacturer narrative:
"Mid-term outcomes of type I endoleak embolizations." [Abstract] cardiovascular and interventional radiology. Conference: (B)(6), cirse 2017. Denmark. 40 (2 supplement 1) (pp s169), 2017. The onyx consumed during these procedures will not be returned for evaluation as it remains in the patients. Based on the provided information, there does not appear to have been any defect of the device during use. Endoleak recurrence occurred in the patients post-procedure and its cause could not be conclusively determined from the provided information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of retreatment after onyx embolization. This abstract was presented during a conference and the purpose was to report the technical success and mid-term outcomes of transcatheter embolization of type I endoleaks (eli) after endovascular aortic repair (evar). The authors reported the results of 29 patients (24 men, 5 women, mean age 80 years. The 29 patients underwent 33 embolization procedure: 18 cases uses onyx alone, 14 cases used onyx and coils, 1 case used coils only. The abstract states that during the follow-up period, 11 patients developed endoleak recurrence: eight had been treated with onyx alone and three with onyx/coils. Four of the eight patients underwent a second embolization procedure.

Manufacturer narrative:
This report was submitted with the date of report as the manufacture notified date. A correction is being filed to reflect the date of report as the date the initial report was submitted. If information is provided in the future, a supplemental report will be issued.